Event description:
It was initially reported that an intubated pt residing in the post-op cardiology unit of a hosp died after an extubation ocurred. A hosp physician reported that the extubation may have played a role in the death or the pt. It seems that in each situation, the megazinc adhesive tape became dislodged from the tube, not from the pt's skin. However, upon further discussion, the hosp staff felt that there were probably other contributory or overriding factors responsible for the death of the pt. Other departments of the hosp (respiratory dept and one critical care unit), which had used megazinc adhesive tape for the same application reported that they had no significant problems to date.